Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation inadvertently did not assess for the reported condition of 'the device not passing the downstream occlusion pressure test'.  The device is no longer in its as received condition. The device will be required to pass all calibration and testing prior to being returned to the customer.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not pass the downstream occlusion pressure test. The expected pressure result is 13 +/-6 pounds per square inch (psi) however the result was 22 ps. There was no patient involvement. No additional information is available.